Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultrasmart meter displayed the "error 1" message. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt said the issue started a week prior to calling lifescan at an unk time. The pt said he did not take any action regarding management of diabetes due to the issue. He said that he would sometimes feel shaky and felt his sugar going low because of the meter issue. The pt says that at some point he took 24 units of levemir insulin and that this was either recommended or taken at a doctor's office. That is, it is unclear whether the doctor administered the insulin or prescribed the amount. When asked about any more details the customer told the mss that the did not want to answer the questions initially when asked by customer service and that he was uncomfortable answering any more. He said he told the customer service rep to "just draw your own conclusions". According to the troubleshooting performed with customer service, it was not the first time the product was being used. This complaint is being reported because the pt alleged the meter displayed the "error 1" message and that he developed symptoms indicative of hypoglycemia requiring treatment due to the issue.